Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found inserting the tendon anchors are not indicated to affix soft tissue to adjoining soft tissue or to reinforce the strength of any tendon repair. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during surgery, three (3) pucks of "tendon anchors" failed since none of them stayed securely attached to the tendon. The procedure was completed changing the surgical technique with a delay greater than 30 minutes. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.